Event description:
The customer observed erratic quality control performance with the clinical chemistry urea nitrogen reagents when lot 97642un11 was in use. The customer inspected the reagent cartridge and found mold on the bottom. The customer discarded the moldy reagent and was sent replacement reagents. There was no impact to patient management.

Manufacturer narrative:
No consequences or impact to patient. Contamination during use. The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.